Manufacturer narrative:
Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the express ld device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the balloon ruptured. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0x40x135 cm express ld vascular stent was selected for treatment. However, it was noted that the balloon ruptured during first inflation for 30 seconds. The balloon was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the balloon ruptured. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0x40x135 cm express ld vascular stent was selected for treatment. However, it was noted that the balloon ruptured during first inflation for 30 seconds. The balloon was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.